Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease smooth on posterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ brown particles inside of the device. ¿ wear abrasion observed.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.